Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was selected for an implant. Sizing was determined by tee and angiogram. During the procedure, after device was deployed, while patient was still on the table the echocardiogram physician noted device was no longer in the appendage and floating in the atrium. It eventually embolized to the thoracic aorta and was snared with a raptor device. Patient remained hemodynamically stable during the case.

Manufacturer narrative:
An event of device embolization was reported. It was reported that the device embolized to thoracic aorta and was snared. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the cause of device embolization was believed to be due to challenging anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.